Event description:
The patient reported that the v-go 30 device fell off three times since starting on v-go on (B)(6)2023. The most recent time was when the patient was in the water. There are no devices available for return to the manufacturer for evaluation.